Manufacturer narrative:
The device has not returned for investigation. If the device returns an investigation will be performed at that time. DHR has been reviewed and all devices passed final inspection.

Event description:
Patient reported feeling a burning sensation on her back and it looked red. Pateint stated the unit felt hot and burned the skin on her upper back and neck. Patient stated the nurse observed blisters as well.